Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her daughters' high blood glucose reading. Customer states that she's trying to connect her daughters meter to the insulin pump. The blood glucose reading is over 600 mg/dl. Nothing further reported.